Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash on his back. It was later reported that the patient spoke with his doctor about the rash, and the doctor told the patient to end use of the lifevest. There were no additional details known about the medical outcome of the irritation.

Manufacturer narrative:
Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue defibrillator gel.